Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the device was explanted on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 1 0mg/day via an implantable pump. The indication for use was spinal pain. It was reported that the patient had an infection at the pump site. The environmental, external or patient factors that may have led or contributed to the issue was 3rd party vendor doing refills at the patient¿s home. After 2-3 days the patient noticed redness and pain at the pump site. The patient was seen by the pain physician on (B)(6) 2018. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was antibiotics and removal of the entire system. The issue was resolved at the time of the report. It was noted that the healthcare provider would not have further information regarding the event. The patient status was noted as alive, with injury; patient admitted to the hospital for pump removal and placed on antibiotics. No further complications were reported.